Event description:
During a transverse colectomy procedure, the device fired malformed staples. A competitor's product was used to complete the procedure. There was no adverse consequence to the patient.